Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose event and had a sensor issue. The customer¿s blood glucose was 27.8 mmol/l l at the time of incident and treated. No high blood glucose troubleshooting was performed. Customer stated that the insulin pump would not connect to the sensor. Customer reported that the insulin pump had a cannot find sensor signal alert. The sensor is not expected to return for analysis.